Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with lucea 50 surgical light. There was lack of brake screw on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as in worst case scenario, the screw may fall off into sterile field or during procedure and it may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification as part was missing, and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. Manufacturing site has performed the root cause analysis of the issue. According to subject matter expert, the brake cannot fall of the cupola because there is a silicone cap. We believe that overall the devices on the market are performing correctly. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The correction of d4 model # and catalog # fields deems required. This is based on internal evaluation. Previous d4. Model #ardlca309005a. Catalog #ardlca309005a. Corrected d4. Model #ardlca309004a. Catalog #ardlca309004a.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with lucea 50 surgical light. There was lack of brake screw on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as in worst case scenario, the screw may fall off into sterile field or during procedure and it may cause contamination.